Event description:
The consumer reported that she was having problems with her implant and that she would be seeing her healthcare provider and manufacturer representative the next day. The patient stated that the implant was turning on by itself and she could not get it to turn off. The patient was usually able to shut it off but stated last night she was unable to turn stimulation off. The patient had it to where her legs were very weak and ended up falling. The patient reported she had been falling a lot even before her implant surgery and that she had several falls since the implant. The patient was laying down in bed and sitting in the kitchen when she felt stimulation turn on and it was related to positional movement. The patient was able to confirm the status of the implant with the programmer that it was turning on when it should have been off. It was noted that the patient had pain since implant, the pain at the implant site was going up her spine. The patient had knelt down in (B)(6) 2016 and heard pops in her spine when she leaned forward and since then it had been swollen. The patient reported that her legs were weak before the implant was put in but it had been bad; the fall last night was weird because she had a weird feeling. Additional information received from the representative reported that the system was evaluated and was functioning well. It was unknown if the issue was resolved at the time of the report. The indications for use were chronic low back pain and spinal pain.

Manufacturer narrative:
Supplemental to update date, previous aware date no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.